Event description:
A customer contacted beckman coulter inc. (Bec) on (B)(6) 2011 stating that they were getting random total bilirubin (tbil) patient results of 0.0mg/dl on their unicel dxc 800 pro synchron chemistry analyzer for the past 7-10 days. When these samples were repeated on another instrument, the results ranged from 0.4 - 0.7mg/dl. Per customer, this happened on 4 to 5 patients on (B)(6) 2011. Per customer, they were not keeping track of the patient records and as a result did not have data to submit to bec at the time of contact. The customer faxed some patient results at a later date ((B)(6) 2011). The erroneous results were not reported outside the laboratory and there was no affect to patients associated with this event.

Manufacturer narrative:
Samples were serum and per customer, no sample issues were noted. There were no issues with other chemistries and no system errors were noted. A service request was generated and a bec field service engineer (fse) went on-site (B)(4) 2011 and replaced the cartridge chemistry (cc) sample and reagent 3 way valves. Fse also replaced the reagent mixer paddle, reagent syringe plunger (which was noted to be very tight). Repair was verified per established procedures. The instrument was fully functional with no errors following repairs. There have been no further issues to date. The root cause for the issue is unknown but the hardware repairs performed by the fse resolved the issue. Note: section a documents the patient information for patient 1.